Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/bad power supply unit could not be identified. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s possible the cause is also related to a faulty/bad power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source displayed error code e102. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found error code e102 was not replicated and a lamp error e103 occurred due to a bad power supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.